Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 26.8 mmol/l. The customer reported that they allege insulin pump was under delivering. Customer went home on (B)(6), went back to hospital on (B)(6) 2020. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection and intravenous. The insulin pump will be returned for analysis.